Event description:
Per maude report (B)(4), harmonic tip broke off during procedure. The tip was approx 2 cm long. Device is not available.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted. Device was not returned.